Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. Additionally, the instrument was found to have a grip cable dislodged at the proximal end. This is caused by a broken grip cable at the distal end. The instrument was found to have corrosion and contamination on the bearings. The corrosion was observed to be found on the outer ring components of the bearing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver wire popped out. The procedure was completed with no reported injury.